Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the implantable cardiac monitor (icm) exhibited oversensing of t wave. Furthermore, the icm exhibited incorrect measurement issue. No programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the implantable cardiac monitor (icm) exhibited oversensing of t wave. No programming changes were made. The patient was stable throughout.